Event description:
Clinical study: it was reported that 284 days after a coronary artery drug eluting stenting procedure, the pt experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.25mm, 70% stenosed portio of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% drug eluting stents. There were no complications. The pt was discharged 6 days later on plavix. Two hundred and eighty four days after the initial procedure, the pt experienced a non q-wave mi and required a tvr. The physician successfully placed a johnson & johnson cypher stent in the distal right coronary artery (dist rca). The pt was discharged 3 days later. In the opinion of the physician, the relationship of the mi and the tvr to the taxus stent is probable and there was restenosis of the taxus stent.